Event description:
The event is reported as: the endotracheal tube would not deflate at the time of removal. The anesthetist had to break the inflation tube connection off when the syringe method failed. No patient injury.

Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned. A device history record (DHR) review was conducted on the reported lot number. The DHR indicated that the lot number reported, corresponds to one of the lot numbers identified to be affected with the bespak issue. Document review for fmea (product/process) fmea -08-008 was conducted and no changes required. The complaint can not be confirmed since the sample was not available for investigation. The lot number reported on this complaint corresponds to one of the lot numbers identified to be affected with bespak valve issue, however, to correct this situation for similar complaints received in the past, a supplier corrective action request (scar) #5000611 was issued to the valve vendor and a CAPA project was opened to improve the process. Teleflex will continue to monitor and trend relating complaints.